Manufacturer narrative:
This is an addendum to document additional information provided regarding the patient's clinical course. The initial hernia defect that was repaired was a recurrent hernia and was described as being of a swiss cheese configuration. The information provided indicates that the patient has a complicated medical / surgical history significant for obesity, sleeve gastrectomy, laparoscopic colostomy, graciloplasty (anal reconstruction), colostoma (intersphincteric (anal) fistula). This event has been assessed as possibly related to the device and definitely related to the procedure. At this time, based on the information provided and the reported patient comorbidities, there is no change to the initial determination, no definitive conclusions can be made as to the degree to which the device may have contributed to the patient¿s post operative recurrence. A review of the manufacturing records was performed and found that the lot was manufactured to specification. The IFU identifies recurrence as a possible complication and the warning section states, "to prevent recurrences when repairing hernias, the phasix¿ mesh must be large enough to provide sufficient overlap beyond the margins of the defect. Careful attention to mesh fixation placement and spacing will help prevent excessive tension or gap formation between the mesh and fascial tissue." Should additional information be provided, a supplemental MDR will be submitted.

Event description:
It was reported to davol that a patient who is part of a clinical study experienced a hernia recurrence. On (B)(6) 2016 - the patient underwent the repair of a first time recurrent incisional midline hernia with the implant of a bard phasix mesh. The hernia is classified as swiss cheese configuration and measured 8cm in length and 4cm in width. Assessment of the hernia site is determined to be contaminated and the hernia was classified vhwg grade three due to a previous wound infection and stoma present. The procedure was performed as retro-rectus with component separation posterior technique. Lysis of adhesions and relocation of the colostoma was also performed. The phasix mesh was fixated with absorbable monofilament sutures with 7 fixation points. On (B)(6) 2017 - the patient was diagnosed with an incisional hernia recurrence confirmed via CT scan on (B)(6) 2017. The ae is identified as device related and to be of moderate severity. The treatment is ongoing and will be re-evaluated at a later date. Addendum: on (B)(6) 2017 - the patient was diagnosed with a worsening of the recurrent hernia. The severity of the ae was upgraded from moderate to severe. A revision procedure was planned for (B)(6) 2017 to relocate the stoma and to repair the parastomal hernia. However, the procedure has been postponed and a new date has not been scheduled. Addendum: on (B)(6) 2017 - the patient underwent additional surgery to repair the recurrent parastomal and umbilical hernia. Operative report notes the previously placed phasix mesh was still visible. Also reported, "a recurring umbilical hernia was visible (central failure phasix mesh) in the area of the navel." Operative report indicates the non bard/davol mesh was also visualized. A non bard/davol mesh was then placed to repair both the parastomal and umbilical hernias. There is no indication of any mesh explant per the operative dictation. The patient was diagnosed with postoperative pneumonia and remained in the hospital until discharge on (B)(6) 2017.

Manufacturer narrative:
A review of the manufacturing records was performed and found that the lot was manufactured to specification. The IFU identifies recurrence as a possible complication and the warning section states, "to prevent recurrences when repairing hernias, the phasix¿ mesh must be large enough to provide sufficient overlap beyond the margins of the defect. Careful attention to mesh fixation placement and spacing will help prevent excessive tension or gap formation between the mesh and fascial tissue." The defect being repaired was a recurrent hernia, described as being of a swiss cheese configuration. The information provided indicates that the patient has a complicated medical / surgical history significant for obesity, sleeve gastrectomy, laparoscopic colostomy, graciloplasty (anal reconstruction), colostoma (and intersphincteric (anal) fistula). The clinician has assessed the recurrence as being device related, however at this time, based on the information provided and the reported patient comorbidities, no definitive conclusions can be made as to the degree to which the device may have contributed to the patient¿s post operative recurrence. Should additional information be provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device remains implanted.

Event description:
It was reported to davol that a patient who is part of a clinical study experienced a hernia recurrence. On (B)(6) 2016 - the patient underwent the repair of a first time recurrent incisional midline hernia with the implant of a bard phasix mesh. The hernia is classified as swiss cheese configuration and measured 8cm in length and 4cm in width. Assessment of the hernia site is determined to be contaminated and the hernia was classified vhwg grade three due to a previous wound infection and stoma present. The procedure was performed as retro-rectus with component separation posterior technique. Lysis of adhesions and relocation of the colostoma was also performed. The phasix mesh was fixated with absorbable monofilament sutures with 7 fixation points. On (B)(6) 2017 - the patient was diagnosed with an incisional hernia recurrence confirmed via CT scan on (B)(6) 2017. The ae is identified as device related and to be of moderate severity . The treatment is ongoing and will be re-evaluated at a later date.

Manufacturer narrative:
This is an addendum to document additional information provided regarding the patient's clinical course. As stated, it has been determined that an additional procedure is required however, has not taken place, nor has a scheduled date been set. If/when additional information is provided a supplemental MDR will be submitted.

Event description:
It was reported to davol that a patient who is part of a clinical study experienced a hernia recurrence. On (B)(6) 2016 - the patient underwent the repair of a first time recurrent incisional midline hernia with the implant of a bard phasix mesh. The hernia is classified as swiss cheese configuration and measured 8cm in length and 4cm in width. Assessment of the hernia site is determined to be contaminated and the hernia was classified vhwg grade three due to a previous wound infection and stoma present. The procedure was performed as retro-rectus with component separation posterior technique. Lysis of adhesions and relocation of the colostoma was also performed. The phasix mesh was fixated with absorbable monofilament sutures with 7 fixation points. On (B)(6) 2017 - the patient was diagnosed with an incisional hernia recurrence confirmed via CT scan on (B)(6) 2017. The ae is identified as device related and to be of moderate severity . The treatment is ongoing and will be re-evaluated at a later date. Addendum: on (B)(6) 2017 - the patient was diagnosed with a worsening of the recurrent hernia. The severity of the ae was upgraded from moderate to severe. A revision procedure was planned for (B)(6) 2017 to relocate the stoma and to repair the parastomal hernia. However, the procedure has been postponed and a new date has not been scheduled.